Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data does not show hyperglycemic on the reported event date, which is consistent with the user's reported cgm inaccuracy. The ilet was behaving as intended and can be seen reacting appropriately to the cgm glucose values it received from the dexcom g7 cgm. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by an inaccurate dexcom g7 cgm sensor providing glucose readings that were in range, preventing the ilet from delivering correction insulin that was needed. However, this cannot be confirmed without blood glucose data.

Event description:
On 9/24/24 beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/18/24. On 9/24/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user experienced a high bg event leading to an ER visit after feeling unwell with nausea, vomiting, dizziness and a headache throughout the night. The user reported elevated blood glucose levels exceeding 300 mg/dl and was informed at the ER that they were in the early stages of dka. The user received IV fluids but no further treatment before being discharged. The user noted that their dexcom g7 continuous glucose monitor (cgm) sensor had been providing sporadic readings, and despite replacing it, they continued to observe inconsistencies compared to their glucometer. Following the event, the user returned to using the ilet system.